Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer was dispatched to the customer site. On a prior visit the cse replaced the sample 1 arm (s1) and adjusted the air knife. The cse returned and ran service methods tests and cleaned and aligned the aliquot probe and server 1 probes and replaced the s1 mixer. Service methods tests were repeated and the results were within acceptable ranges. The customer declined further troubleshooting. The cause of the discordant glu result was potentially sample related. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result of 156.7 mg/dl from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.